Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported problem could not be duplicated but was found recorded in the event log history. The pump ran a successful motor test with no excessive gear noise. Upon opening the pump, the motor gears and camshaft were found of debris which is probable cause to reported problem. Service will clean out debris in the motor gears and camshaft and then re-grease both. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be service and repair related.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41622. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.